Event description:
It was reported by the rep that the (1) er320 was used during an unknown procedure. It was reported that the clips were not forming properly. The case was completed with a new instrument and there was no pt consequence.